Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during patient preparation in the operation room for impella rp placement, it was noted resistance upon insertion of the ij swan and unable to advance it past the subclavian vein. It remained in the subclavian vein during the insertion of the rp flex. Rp flex inserted without complication. Flows at 4.5 liters. After insertion of the flex, the left ij swan noted to be tangled within the vein and was unable to be explanted. Ultimately a new right femoral venous access was made to snare the swan. At this time there was a sharp marked increase in placement signal and pulmonary artery pressure, drop in motor current, and acute reduction in rp flows from 4.5 liters to 3 liters. Md decision was to see how the patient tolerated 3 liters of flow and monitoring pump metrics. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. According to the clinical, on the first day of impella rp support the ij swan was removed and replaced. After a successful insertion, it could not be advanced past the subclavian vein. When attempting to remove the swan after inserting the pump it was discovered that it was tangled in the vein. As right femoral venous access was made to snare the swan, placement signal and pa pressure increased while motor current and flow decreased. The decision was then made to leave the pump in the patient and monitor support. No product was returned for a visual inspection. Data log analysis confirmed that the placement signal, pa pressure, motor current, and flow shifts occurred. The motor current shifted downward by 100ma and no spikes were observed. The flow shifted downward because it is calculated by the inverse of placement signal. The cause of the low pump flow was not determined because no product was returned and not enough clinical information was given. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in using the automated impella controller with the impella catheter and using the automated impella controller with the impella rp with smartassist system catheter sections. D4-updated model number h5-changed labeled for single use to yes.